Event description:
Information was received indicating that a smiths medical pump failed accuracy testing by -6.35%. There was no patient present. There were no reported adverse events reported.

Manufacturer narrative:
Returned device was received in good physical condition but the device had a scratched screen. No evidence of reported problem in event log was found. During the evaluation of the device, the accuracy of the device was found to be well within specifications. No fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.